Manufacturer narrative:
(B)(4). It was reported breakage suture issue. One empty labeled winding former, one detached needle and a suture were returned for analysis. During the visual inspection of the sample, the attachment was on the edge of the needle causing suture damage and a clip off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance - breakage suture suggest a clip off defect.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported by a sales rep that a patient underwent an a nail extraction surgery on (B)(6) 2019 and suture was used. When a nurse tried to straighten the suture, it was broken. Another package was used with no problem. There were no adverse consequences to the patient.